Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the system was only providing coverage to the pt's right leg, right side of the stomach and left knee. The pt's pain is greatest in the left leg. X-ray results showed that the lead had shifted slightly to the right of the midline. The physician has decided not to provide surgical intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.